Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon transection od the artery on a robotic laparoscopic lung lobectomy, the stapler fired, but the staples at the distal was not formed properly and there was a continued bleeding on the staple line. Another 30mm was installed on the handle, pressed the green button to fire, but the reload did not respond. The handle was replaced, but could not be fired successfully. It was stated that there was blood loss of 500cc or more and required a blood transfusion. It was also stated that the incision was extended for more than 1 inch due to the device problem. The robotic surgery was converted to a traditional open surgery by using another 30mm reload and a new handle.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.